Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the healthcare professional was unable to infuse saline solution when flushing the device just after connecting the catheter connector to the catheter. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occluded catheter was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. The catheter terminated just distal of the clear strain-relief sleeve. The sample appeared free of obvious usage residues. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be fully occluded. No fluid movement was observed in the extension tubing, suggesting that the occlusion was proximal of the tubing. Following disassembly of the connector, inspection of the red flushing connector revealed an occlusion near the distal end. Microscopic inspection of the distal end of the red flushing connector confirmed the presence of occluding material. The occluding material was continuous with the connector material. The connector occlusion appeared to be the result of material deposition during the molding process. Sample photographs have been submitted to the manufacturing site for further evaluation. Reynosa evaluation: the complaint of ¿unable to infuse saline solution¿ was confirmed as supplier related. This defect or issue is originated at the molding process of red blunt connector. The cause of this condition will be address to supplier. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the healthcare professional was unable to infuse saline solution when flushing the device just after connecting the catheter connector to the catheter. There was no reported patient injury.